Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed - when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1939 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and display became operational. Screen brightness check passed. Patient sensor check failed. Patient sensor 2 was calibrated for further testing. Patient sensor check passed. Pre-accelerated stress test simulated treatment was performed without failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient's contact called fresenius technical support to report the liberty select cycler alarmed with the m37 patient (pt) pressure not constant warning before step 1 of setup. This message has occurred 3 times in the past month. Pt was not connected during incident. Pt sensor 1 reads 0/0.0; pt sensor 2 reads 2 or 4/0.0. Sensor readings were flipping back and forth. Calibrated pt sensor 2. Pt contact is not able to reach step 1 of the setup. Alarm reoccurred. Please see crm qsn # (B)(4) regarding previous calls related this issue. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. Patient received replacement cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.